Event description:
It was reported the tlc55 was used during an unknown procedure. It was reported the procedure was completed. The next day the pt developed abdominal pain and possible sepsis. The pt was brought back to the or. The staple line was leaking on the mesenteric border and was repaired. 10/10/97 the surgeon, reported that he had a problem with a tlc55 instrument. When the co called he indicated that he has problems with three instruments all of them related to bowel leakage on the distal loop of a loop colostomy. He states that he used a linear stapler type of insturment on the distal bowel and there was a leak and this required a repeat exploration. On another case he used the tlc55 and there was parting of the staple line near, the mesentary border. He also states that there was a third case with an associate.